Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432.

Event description:
Medtronic received a communication regarding a cuff with inflation/deflation issue. It was reported that the tube was removed as the surgery was compete. The customer reported patient had a tracheal rupture. The following symptoms/complications were reported: subcutaneous emphysema1, mediastinal emphysema2 (persistent and reoccurring for 10 days), tachycardia3, dyspnea4. Customer alleged that the tracheal injury was either caused by the device cuff quality/material or cannula sharpness. Customer indicated that the product was disposed after use and the patient made a full recovery.